Manufacturer narrative:
H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional, it stated that consumer visited doctor on an unknown date and was diagnosed with corneal erosion and corneal epithelial abrasion after using the lens no further additional information regarding the product is known at this time. The current symptom resolution is unknown at the time of this report. Additional information has been requested but not yet available.